Event description:
It was reported that during a percutaneous coronary intervention, hypotube breakage occurred. The indication for the procedure was acute coronary syndrome. The target lesion was located in the severely calcified distal right coronary artery (dist rca) with 90% stenosis and was 32mm long with a reference vessel diameter of 3mm. A 3.50x28mm synergy stent was introduced successfully, but resistance was felt while trying to cross it to the lesion. When force was applied to the device, the hypotube became bent. The bent point was outside the patient. When the physician tried to straighten the hypotube, it became broken. The physician felt that the breakage was due to the force applied from the distal position. The device was removed intact and the procedure was completed with a non-bsc stent without issues. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).